Event description:
It was reported that a user experienced a hyperglycemia event while using the ilet, with a blood glucose of 194 mg/dl after breakfast. The user attributed the elevation to recent food intake and reported that the ilet was delivering insulin. Symptoms included elevated blood glucose without reported clinical sequelae. Outcomes included no hospitalization, no emergency care, no alerts or alarms, and no request for follow-up. Investigation included customer consultation and troubleshooting education. Investigation of this case revealed no device malfunction or component issue, and the event was consistent with expected postprandial hyperglycemia managed by automated insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.